Manufacturer narrative:
The customer's report was verified by a zoll approved service provider. The ac charger was replaced to remedy the report. The ac charger was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty fuse. The ac charger was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.